Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation. The user report contains vague information about the use failure that allows to make assumptions regarding the root cause: it is described that during the intervention the guidewire got stuck with the helix. Since no physical damage is reported, it can be assumed the catheter got clogged what blocked the movement of the helix and the guidewire. The instructions for use describes the procedure for flushing a clogged catheter to reestablish functionality again ( "treatment of the occlusion"). A clogging of the catheter appears due to a restricted flow of fluid inside the catheter, what can be lead back to an insufficient dosage of heparin, too fast advance of the catheter or insufficient addition of saline during treatment. All these reasons are related to user errors. Therefore, the investigation is inconclusive for the reported issue. A definite root cause could not be identified based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the FDA rn number and manufacturing location for the straub product was selected as 2020394 and unknown due to system limitations. The correct FDA rn number and manufacturing location are 3008439199 and straub medical us. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the catheter of the device allegedly heated up and got stuck on the wire. The device was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The FDA rn number and manufacturing location for the straub product was selected as 2020394 and unknown due to system limitations. The correct FDA rn number and manufacturing location are (B)(4). (Expiry date: 06/2023).

Event description:
It was reported that during a recanalization procedure, the catheter of the device allegedly heated up and got stuck on the wire. The device was removed and the procedure was completed using another device. There was no reported patient injury.